Event description:
Nine patient samples with discrepant bicarbonate results. Initial results occurred in 2008; repeat testing occurred in the next day. Units of measure = mmol/l. Patient 1, initial gave 31; repeat gave 24. Patient 2, initial gave 33; repeat gave 25. Patient 3, initial gave 33; repeat gave 25. Patient 4, initial gave 33; repeat gave 25. Patient 5, initial 35; repeat gave 36. Patient 6, initial gave 33; repeat gave 25. Patient 7, initial gave 33; repeat gave 26. Patient 8, initial gave 33; repeat gave 26. Patient 9, initial gave 34, repeat gave 25. Initial results were not reported. The field service representative was unable to determine exact root cause. The investigation unit verified the customer's complaint. Customer was sent a new bottle of aeco2 calibrator which resolved the co2 issue.